Manufacturer narrative:
Correction to initial report for section b1, b2, d4 and d6. (B)(4). The opt944 optiflow + adult nasal cannula is an interface used to deliver humidified oxygen to patients and consists of a lightweight delivery tube connected to a rigid plastic base and soft nasal prongs (nasal interface). The interface is held in place by a head strap and features a head strap clip which works in tandem with the tubing clip (attaches to the patient's clothing/bedding) to support the weight of the circuit and prevent the cannula being dislodged. Method: the complaint opt944 optiflow + adult nasal cannula was returned to fisher & paykel healthcare (f&p) in new zealand for investigation, where it was visually inspected. Results: visual inspection of the returned cannula revealed that the tubing was stretched in and pulled apart. It was further reported by the customer that the opt944 optiflow + adult nasal cannula was used for 16 days. Conclusion: we are unable to determine the cause of the damage to the subject opt944 optiflow + adult nasal cannula. However, the damage observed was likely caused by the tubing being pulled. All optiflow interfaces are inspected during production for visual defects including cracks, tears, inclusions, discoloration and stretching or deformation. Any product that fails the visual inspection is rejected. The subject opt944 optiflow + adult nasal cannula would have met the required specifications at the time of production. The user instructions which accompany the opt944 optiflow + adult nasal cannula show in pictorial format the correct placement and fitting of the cannula and also warn: - "appropriate patient monitoring must be used at all times. Failure to monitor the patient may result in loss of therapy, serious injury or death." - "do not crush or stretch tube, to prevent loss of therapy." - this product is intended to be used for a maximum of 14 days. The airvo 2 humidifier user manual states: - "airvo 2 is for the treatment of spontaneously breathing patients who would benefit from receiving high flow warmed and humidified respiratory gases" - "the unit is not intended for life support."

Event description:
A healthcare facility in france reported via a fisher & paykel healthcare (f&p) field representative that an opt946 optiflow + adult nasal cannula had broken during use. The patient was reported to have desaturated. There was no further patient consequence reported.

Manufacturer narrative:
(B)(4). The complaint opt946 optiflow + adult nasal cannula is currently en route to fisher & paykel healthcare (f&p) (B)(4) for evaluation. We will provide a follow up report upon completion of our investigation.

Event description:
A healthcare facility in (B)(6) reported via a fisher & paykel healthcare (f&p) field representative that an opt946 optiflow + adult nasal cannula had broken during use. The patient was reported to have desaturated. There was no further patient consequence reported.